Manufacturer narrative:
The insulin pump alarmed. No delivery during the seat test, due to motor encoder signal out of phase.

Event description:
It was reported that the paramedics were called to the customers home ,due to low blood glucose levels. Troubleshooting was performed and all programming was correct.